Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Customer service provided pump reset information and assisted the caller with resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if any malfunction recurred.